Event description:
It was reported the scs lead showed invalid impedance values during intra-operative testing. Using new cables did not resolve the issue. Another scs lead was used to complete the procedure and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.